Event description:
It was reported that mani nrt files broke during root canal treatment. The dentist was unable to remove the broken piece of the file from the tooth. As a result, the patient's tooth was extracted.